Event description:
On (B)(6)-2007, a (B)(6) male patient with previous history of bile duct cancer underwent aaa repair for aneurysm at the bifurcation of the right iliac artery. The procedure went as labeled with one main body and three iliac leg grafts being place after embolizing the right internal iliac artery with coils. Following the placement of all devices, the confirmatory fluoroscopy exhibited an endoleak of the ipsilateral iliac leg. At this time, the type of endoleak could not be determined but the physician suspected a possible type iii endoleak at the junction of the main body graft and the ipsilateral iliac leg graft. A palmaz stent was placed but could not resolve the leak. An iliac leg graft was then placed at the junction between the main body and the iliac leg graft. This did resolve the endoleak and was confirmed by fluoroscopy (1820334-2007-00406). On the day of discharge, (B)(6) 2007, a kink in the right iliac leg graf was confirmed. The kink was more then 75 degrees and stenosed, however, no additional procedure was conducted. On (B)(6) 2008, a follow-up confirmed the kink was still present. On (B)(6) 2008, a follow-up revealed the kink was gone without additional procedure. The patient has shown recovery.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding the graft kinking, the IFU lists important factors/warnings such as anatomical criteria and tortuosity that may preclude proper placement of the graft and possibly lead to this failure mode. Based on the available information, a root cause cannot be definitively determined at this time. It may be possible that the iliac artery was tortuous or the anatomy changed over time causing the device to kink. We will continue to monitor for similar complaints.